Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing, resulting in inappropriate pacing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. The analyst commented that the helix is stretched but within specifications. Damaged at implant attempt. Tissue visible on returned helix.